Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005: the patient underwent lumbar spine two views x-ray. Impression: posterior fusion at l3-s1, grossly anatomic alignment. The patient underwent lateral lumbar spine 1 view. Impressions: intraoperative view. The patient underwent fluoroscopy. Preop: l3-4, l4-5 pseudarthrosis with intractable left-sided l4, l5 and s1 radiculopathy with severe axial low back pain and failed instrumentation. Procedure: removal of instrumentation l3 to sl. Inspection of fusion l3-4, l4-5 and l5-s1 with found pseudarthrosis at l3-4 and l4-5. L3-4, l4-5, l5-s1 bilateral lumbar re-do decompressive laminectomies, medial facetectomies, bilateral foraminotomies with disk exploration. L3-4 and l4-5 posterior lumbar interbody fusion with morselized autograft. L4-5 insertion of stryker peak prosthetic fusion cages. L3-4, l4-5 posterolateral morselized autograft fusion. L3-4, l4-5, l5-s1 bilateral segmental pedicle screw instrumentation. Left posterior iliac morselized autograft harvest through separate fascial incision. Intraoperative ssep and emg monitoring. Above accomplished with loupe magnification for microdissection. Excision of cutaneous cicatrix with primary closure of wound. X-ray localization fluoroscopic guidance. Intra-op: the left l3 pedicle screw that had previously been placed of the sextant type had neural thresholds of less than 10 ma, documented to be 6 ma. When the screw was removed, palpation through the pedicle demonstrated a small breech in the medial wall of the pedicle and therefore, this screw was left removed. There was also noted a previous dural repair adjacent to the l4-5 disk space on the left side a demonstrated by the presence of a p rolene suture within the dura. This appeared to be intact and was left untouched. Pseudarthrosis was identified at l3-4 bilaterally and l4-5 predominantly on the left side as micromotion between existing bone fusion mass. Perop: the incision was injected with 0.25% marcaine, 1:200 of epinephrine and incised sharply in an elliptical fashion so as to excise the cutaneous cicatrix. The skin incision was carried down to the tip of the spinous process at l2 through s1. The paraspinous musculature and scar tissue were reflected in a subperiosteal fashion off the existing bony landmarks and the instrumentation hardware. The rod was dislodged from the existing hardware and neural threshold monitoring was obtained which demonstrated a threshold on the left side at the l3 pedicle screw of less than 10 mao this screw was tested secondary to the fact that when the bovie got close. To the pedicle, the nerve was noted to jump with the electrical current. After removal of instrumentation, lumbar decompressive laminectomies were accomplished by removing existing bony landmarks at l3-4, l4-5 and l5-s1. The existing scar tissue was medially, dissecting it off the existing bony landmarks with a 3-0 and 2-0 and 0 angled curette and appropriate sized thin foot plated 2 and 3 mm kerrisons used to complete the decompression. Special foraminotomy kerrisons were used to increase the foraminotomies on the left side. The disks were subsequently inspected at l3-4, l4-5 and l5-s1. There was noted to be a large bulging disk with posterior osteophyte at l4-5. The annulus was subsequently incised with #15 blades and removed in piecemeal fashion with a combination of pituitary rongeurs and curets. A combination of osteotomes, curets and gouges were used to harvest the cortical amount of bone and cancellous bones until an adequate amount of one was removed. This wound was irrigated copiously with bacitracin irrigation back to the level with thrombinasted gelfoam powder for hemostasis and closed in layers over medium hemovac drain, #1 at the fascia, 2-0 vicryl at the subcutaneous layer and staples for the skin. This bone was mixed with the patient's locally harvested morselized autograft and 5 ml bone graft. A pledget of bmp was placed against the anterior longitudinal ligament. The bone graft mixture was packed into place at the l3-4 and l4-5 vertebral body. The appropriate stryker peak prosthetic interbody fusion cage was selected, packed with morselized autograft and tamped into place and pushed horizontally across the disk space and further bone material placed behind the cage. The wound was irrigated copiously with bacitracin irrigation. (B)(6) 2005: the patient underwent lumbar spine, two views x-ray. Impression: post-op fusion. (B)(6) 2005: the patient underwent CT of the lumbar spine axial images with coronal and sagittal reformats post myelography. Impression: fusion hardware in position. No epidural impression on the thecal sac, but there was a very large anterior epidural space at l5-s1 that could hide pathology. The patient underwent lumbar myelogram. Impression: successful lumbar myelography using fluoroscopic guidance. On unknown date and month in 2007: the patient underwent re-implantation of a spinal cord stimulator battery. (B)(6) 2011: the patient went for an office visit due to chronic back pain. (B)(6) 2011: the patient underwent CT scan of the lumbar spine. Impressions: postoperative disc fusions which appear complete from l3- s1. The posterior elements appear fused at this level as well. Moderate spinal stenosis at l2-3 secondary to posterior subluxation bulging disc and ligamentum flavum hypertrophy. The patient underwent CT cervical spine post myelogram. Impression: status post anterior cervical fusion from c4-t1. The surgical hardware was in good position. C6-7 disc level was not fused. There was degenerative central disc and bone compressing the ventral aspect of the thecal sac. Central bulging disc compressing the ventral aspect of the thecal sac at c3-4. This was worse off to the left side and compresses the left c4 root axilla. The patient underwent cervical radiculopathy due to shoulder pain. Impression: anterior fusion from c4-c6. The c7 vertebral body was not well visualized. Advanced degenerative changes at the atlanto-axial articulation. There were mild to moderate degenerative changes at c3-c4. No fracture or subluxation. The patient underwent fluoroscopic lumbar puncture for contrast injection and CT myelogram. Impression: satisfactory fluoroscopic guided lumbar puncture l2-3 with 10 ml isovue contrast injected into the thecal sac for CT myelographic studies. (B)(6) 2011: the patient underwent cervical spine ap lateral with lateral flexion/ extension imaging. Impression: stable post discectomy and fusion changes of c4-c7 with degenerative change c3-4 similar to (B)(6) 2011 with no instability. (B)(6) 2011: the patient went for an office visit due to cervicalgia, left shoulder rotator cuff pathology, lumbago, right lower back with bilateral lower extremity pain and numbness that increases with standing with history of spinal cord stimulator placement. (B)(6) 2012: the patient underwent x-ray lumbar. (B)(6) 2012: the patient went for an office visit due to neck and arm pain. Per the medical records a CT myleogram demonstrates a probable pseudarthrosis at c6-7 with plate application from c4 through c7.